Manufacturer narrative:
Received one used. List #unknown, bag spike adapter with spiros; lot #unknown. One used. List #unknown, infusion set; lot #unknown. One used. List #unknown, extension tubing; lot #unknown. One used. List #unknown, spiros; lot #unknown. Blood leakage was visually confirmed at the connection between the male luer at the distal end of the mating device pump set and the ch3242 female luer of the spiros extension set. Subsequent measurement and leak testing indicated that there were no leaks or defects and the luers were iso compliant. The probable cause is typical of an insecure male/female luer connection during use that resulted in leakage during use. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a 5" (13 cm) appx 0.54 ml, ext set w/spiros® where it was reported there was leaking from the device. The device was used with chemotherapy products. The event occurred during infusion and during flush administration. There was a potential that chemotherapy was still in the line. The leak occurred at the male luer end of item where it connects to the bd pump tubing. There was blood loss or bleed back but unsure of exact quantity. There was no hole, cut, tears or any defect noted. The tubing was replaced, and therapy was resumed at the end of treatment. The event occurred during patient use and there was no patient harm.